Event description:
Patient underwent a laparoscopy on 10/9/92. The procedure performed was a"laparoscopy with uterosacral nerve ablation." Patient was readmitted at 10:20 on 10/12/92 with bleeding and abdominal pain. An exploratory laparotomy was performed by general surgeon and assistant. A perforated rectum, perforated vagina, and a pelvic hemotoma with abscess was found. The second procedure was "exploratory laparotomy, appendectomy, colostomy, repair of perforated rectum and perforated vagina."invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.